Event description:
A patient reported blood glucose results of "10.4 mmol/l" with a lifescan meter and "6.2 mmol/l" on another meter, performed within unspecified time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=1.7 mmol/l. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.